Event description:
It was reported that the patient passed away and was found on (B)(6) 2026. The patient's cause of death is currently listed as pending. The vns was explanted and the suspect device was received, and product analysis is underway. No other relevant information has been received to date.